Manufacturer narrative:
Section a2 and a4: patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: initial reporter's email: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during implantation of the preloaded monofocal intraocular lens (iol) into the patient¿s operative eye, a small scratch or dent was observed between the center of the optic and the edge. Account indicated that the issue was noted after irrigation aspiration (ia). The iol was not removed because the scratch/dent was very small. No medical or other surgical interventions were performed. No patient injury was reported. No further information was provided.